Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges severe sinus infections described as feeling congested and taking her mask from the device off her face during her sleep as a result of the congestion. The patient additionally alleges nasal issues, congestion, and heart pains. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging difficulty re nasal/throat irritation or soreness, nasal issues, congestion, and heart pains. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an pil observed an unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Also, there were tiny fibers/hairs at the air inlet of the blower box. Light dust-like contamination and tiny fibers/hairs on top of the blower motor and the blower motor seal. Water/fluid spots on the bottom of the blower motor and in the blower motor, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Tiny unknown black (inconsistent with degraded sound abatement foam), brown and white specks of contamination on the bottom the blower box. Also, a few tiny pieces of potential hairs/fiber in the bottom of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report.